Event description:
It was reported that the device was explanted after implant duration of zero days, due to an unsuccessful ring repair. Info learned from the operative report.

Manufacturer narrative:
Other - unsuccessful ring repair. Device not returned.